Event description:
It was reported the patient received the following results within 15 minutes: 541 mg/dl and 154 mg/dl. The patient experienced hyperglycemia symptoms of feeling tired with a headache.